Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was generating a workstation error and that there were no differential or retic results. Customer reported that during troubleshooting, she noticed a clear leak with some presence of blood under the instrument on the right side. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the tubing at the bottom of the flow cell had popped off. The fse replaced the tubing to the bottom of the flow cell, the tubing to the mix chamber and the lower sheath restrictor tubing. The fse also checked all pinch tubing through the pinch valves at the triple transducer module to ensure that all I beams were placed correctly. The fse successfully ran numerous samples and verified proper functioning of the instrument.